Event description:
It was reported that when using the bd pyxis¿ es refrigerator 3nee compartment was not accessible. The indicator light on the small box was not illuminated, and the compartment did not attempt to open electronically. The customer confirmed it could be opened manually using a key, however during attempted recovery of the failed storage, the compartment did not attempt to open at all. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes d4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Work order was cancelled by fse.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console refrigerator for 3nee compartment was not accessible. The indicator light on the small box was not illuminated, and the compartment did not attempt to open electronically. The customer confirmed it could be opened manually using a key, however during attempted recovery of the failed storage, the compartment did not attempt to open at all. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.